Event description:
This is a spontaneous case report received from a physician in united states on 19-aug-2016 which refers to a neonate who was exposed to essure (fallopian tube occlusion insert) in (B)(6) 2016 during mother's pregnancy. The mother had essure inserted on (B)(6) 2015. She had a positive urine pregnancy test on (B)(6) 2016. On (B)(6) 2016, the mother experienced nausea, vomiting and could not keep anything down, and was diagnosed with a kidney infection which led to hospitalization. She was seen on (B)(6) 2016, with a 1(B)(6), and ultrasound revealed that there was no fluid in the sac. The neonate was delivered by c-section at 29 weeks with iugr (intrauterine growth restriction) with aedf (absent end diastolic flow), hypothyroid, htn (hypertension), ss trait (sickle cell trait) and nrfht (nonreassuring fetal heart rate tracing). Linked mother (B)(4). Company causality comment: this medically confirmed spontaneous case report refers to a neonate who was exposed to essure (fallopian tube occlusion insert) during mother's early pregnancy and was delivered by c-section at (B)(6) (prematurity) with iugr (intrauterine growth restriction), aedf (absent end diastolic flow) and nrfht (nonreassuring fetal heart rate tracing). These events are unlisted in the reference safety information for essure. In this particular case, the mother had a kidney infection that led to hospitalization when she was (B)(6) and 2 weeks later she the ultrasound showed no fluid in sac. This kidney infection during pregnancy may have led to oligohydramnios and subsequent complications as the events of intrauterine growth restriction, absent end diastolic flow and nonreassuring fetal heart rate tracing that occurred in this patient. Considering that kidney infection is a strong alternative explanation and considering that essure could only have a mechanical action in the amniotic sac in a later stage of the pregnancy, it is unlikely that essure could contribute to the onset of these conditions. Although all these conditions are possible alternative explanations for the prematurity , until the reason that led to the c-section and premature delivery is confirmed, a causal relationship with essure will not be excluded. This case is regarded as incident due to serious injury associated with essure. A product technical complaint analysis is being sought. Further information has been requested.

Manufacturer narrative:
Follow-up information received on 14-sep-2016. Quality-safety evaluation of ptc: ptc global number (B)(4) that also refers to mother's case. No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective (refers to mother's case). As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Follow up information received on 26-sep-2016: the patient was admitted on (B)(6) 2016 and delivered on (B)(6) 2016 by c-section at (B)(6) of pregnancy. She delivered due to non-reassuring fetal heart tracing and had no labor. The child stayed in the nicu when the patient was discharged. Company causality comment: this medically confirmed spontaneous case report refers to a neonate who was exposed to essure (fallopian tube occlusion insert) during mother's early pregnancy and was delivered by c-section at (B)(6) with iugr (intrauterine growth restriction), aedf (absent end diastolic flow) and nrfht (nonreassuring fetal heart rate tracing). These events are unanticipated in the reference safety information for essure. In this particular case, the mother had a kidney infection that led to hospitalization when she was (B)(6) pregnant and 2 weeks later she the ultrasound showed no fluid in sac. This kidney infection during pregnancy may have led to olygohydramios and subsequent complications as the events of intrauterine growth restriction, absent end diastolic flow and nonreassuring fetal heart rate tracing that occurred in this patient. Considering kidney infection is a strong alternative explanation and considering that essure could only have a mechanical action in the amniotic sac in a later stage of the pregnancy, it is unlikely that essure could contribute to the onset of these conditions. Although all these conditions are possible alternative explanations for the prematurity, until the reason that led to the c-section and premature delivery is confirmed, a causal relationship with essure will not be excluded. This case is regarded as incident due to serious injury associated with essure. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information is expected.